Manufacturer narrative:
Evaluation of the customer issue included a review of: the complaint text, service history, trend reports, complaint searches, and product labeling. The customer observed false low calcium results and imprecision generated by the architect c1601142. On (B)(6) 2016 the customer inspected the syringes and discovered the sample syringe was leaking. The customer rebuilt the sample syringe and subsequent testing verified system performance was acceptable. On (B)(6) 2016 the customer reported the calcium imprecision issue was ongoing and requested service. Field service performed troubleshooting which included replacing several parts. Review of the c1601142 instrument logs and a review of service history found no additional causes or contributing factors for the issue. A review of trending and complaint data for the replaced parts identified no issues or trends associated with erratic or discrepant results. A review of c16000 trending revealed no issues or trends related to the issue. The architect system operations manual and the architect c16000 service and support manual provide information regarding specimen handling, maintenance, component replacement, and troubleshooting relevant to the reported issue. A malfunction was identified as the parts failed to meet performance specifications or otherwise perform as intended at the customer site, however, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on one patient. The results provided were: sid0162451407 initial =5.9mg/dl / repeat = 7.7 / 7.6mg/dl. There was no reported impact to patient management. There was no additional patient information provided.